Event description:
A nurse reported that during vitrectomy surgery, the infusion cannula would not connect to the trocar cannula. No pt harm was reported.

Manufacturer narrative:
A sample has been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).